Event description:
An employee of health system reported that she injured a finger on her left hand when the processor lid closed suddenly as she was placing a biological indicator (bi) strip into the system 1 processor. The employee received stitches and a finger splint. A follow-up visit with her physician is scheduled.

Event description:
The user facility reported the employee is fine and her hand has fully healed.

Manufacturer narrative:
A steris service technician inspected the system 1 processor in question. The inspection showed a malfunction of the gas/spring cylinder on the processor lid. The gas/spring cylinder is the original part manufactured on october 24, 2003. The system 1 processor was installed in late 2003. The gas/spring cylinder functions to gradually open the processor lid and hold the lid open while loading/unloading the processing chamber. The cylinder was replaced by the steris service technician. No further problems have been reported with the unit since the repair. No additional in service was necessary.